Event description:
It was reported that the insulin pump alarmed motor error during the bolus/basal procedure. The caller did not know the blood glucose reading. The alarm had occurred twice in the last 30 days. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.